Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was complaining of pain in the tibia only. Dr. (B)(6) thought the tibia implant was loose. He went in to revise and found that the implants were not loose. Dr. (B)(6) exchanged a 10mm poly to a 12mm poly.